Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up in clinic, post-sensed t-wave oversensing was observed. Patient was asymptomatic and did not receive therapy during the oversensing. Programming changes were recommended. No further information was provided.